Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl. The customer was sick and her healthcare professional wanted her off the insulin pump to get her blood glucose under control. Mom stated that insulin pump battery did go dead. Mom declined troubleshooting for blank display. The insulin pump will not be returned for analysis.